Event description:
This case was reported by a consumer (wife) and described the occurrence of anemia in a (B)(6) male patient who received super poligrip free denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip free. At an unknown time after starting super poligrip free, the patient experienced anemia and peripheral neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip free was continued. At the time of reporting, the events were unresolved. Super poligrip free is manufactured in (B)(4). The lot number for this product is known; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).